Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on (B)(6) 2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('removal of both fallopian tubes with the devices inside via laparoscopy due to pelvic pain') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, the patient experienced pelvic pain (seriousness criterion intervention required), 10 years 10 months after insertion of essure. The patient was treated with surgery (removal of essure with both fallopian tubes). At the time of the report, the pelvic pain outcome was unknown. No causality assessment was provided for essure. The reporter commented: removal of both fallopian tubes with the devices inside via laparoscopy due to pelvic pain based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4).on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('removal of both fallopian tubes with the devices inside via laparoscopy due to pelvic pain') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, the patient experienced pelvic pain (seriousness criterion intervention required), 10 years 10 months after insertion of essure. The patient was treated with surgery (removal of essure with both fallopian tubes). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: removal of both fallopian tubes with the devices inside via laparoscopy due to pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.